Event description:
According to the reporter, prior to use, while delivering an education session for the anesthetics nurses showing the normal operation of the device, but when the cable was connected to the sensor placed on the forehead of a nurse, it kept showing "check sensor". The cable was connected and disconnected but showed the same error. The preamplifier was moved to the other preamplifier connecter and the same issue occurred. The same issue also appeared when connected to the testing device. When the customer used a different preamplifier with a different cable and connected to the testing device, all worked fine. When the original cable was tested with a different preamplifier, it did not work. The issue was isolated to the reported sensors. The cables were working previously when the new monitor was installed less than two weeks ago. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: pmac71rsc, sensor cable re-usable pmac71rsc invos (lot#2023-05-04) this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, g6, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the cable did give readings at higher currents, but those numbers were much less than the value displayed on the ftd. It was reported that when the cable was connected to the sensor placed on the forehead of a nurse, it kept showing "check sensor". The cable was connected and disconnected but showed the same error. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.